Manufacturer narrative:
The tech found the siderail latch was broken. The tech replaced the siderail center arm assembly to repair the bed.

Event description:
Info received indicates the right intermediate siderail will not latch.